Manufacturer narrative:
Date of event: estimated date of event. The UDI is unknown because the part number and lot number were not provided. Estimated date of implant. The device was not returned for evaluation. The reported patient effects of thrombosis, myocardial infarction and ischemia are listed in the xience v and xience nano everolimus eluting coronary stent systems instructions for use as known patient effects of coronary procedures. A review of the lot history record of the reported lot could not be conducted because the part and lot number were not provided. A conclusive cause for the reported thrombosis, myocardial infarction and ischemia, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The patients deaths mentioned will be filed under a separate medwatch report.

Event description:
It was reported through a research article identifying that xience stents may be related to the following: death, myocardial infarction, ischemia, target lesion failure, thrombosis, revascularization, rehospitalization. This article summarizes clinical outcomes of 450 patients that were treated with xience stents. Specific patient information is documented as unknown. Details are listed in the attached article, titled "ultrathin bioresorbable polymer sirolimus-eluting stents versus thin durable polymer everolimus-eluting stents."